Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated by the failure analysis center.  The cause of the reported issue was determined to be a shorted capacitor, designator c104.

Event description:
It was initially reported that the customer's device had its service indicator illuminated and had logged an event code.  After an evaluation of the device, physio-control observed that the device was unable to charge defibrillation therapy.  There was no report of any patient use associated.